Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's wife that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 560 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient gave 2 units of a manual injection and then went to the hospital. The pod was removed. The patient was treated with intravenous therapy with an insulin drip and fluid with glucose. The patient's blood glucose, carbohydrate, and insulin history are as follows: time bg(mg/dl) cho(g) bolus(u): (B)(6) 2021 - 4:00 pm - 289 mg/dl - gave a bolus but does not recall the amount, (B)(6) 2021 - 6:00 pm - 302 mg/dl - gave a bolus but does not recall the amount, (B)(6) 2021 - 8:00 pm - 352 mg/dl - gave 2 units of insulin with syringe and possibly a bolus with the pod but not sure, (B)(6) 2021 - 10:30 pm - 11:00 pm - 513 mg/dl - gave a bolus but does not recall the amount and gave 2 units of insulin with syringe and then headed to the hospital, (B)(6) 2021 - 11:30 pm - 560 mg/dl - started the IV insulin drip in the emergency room and had him remove the pod.